Event description:
The user of a powered patient transport fell from the chair and required 20-25 stitches to his face. This event was not reported at the time it happened even though the dealer was called in to do a service visit. This event was reported in conjunction with a second event involving the same unit (see MFR # 3006395295-2012-00004). Both events occurred in (B)(6). After receiving the second report and doing an investigation, the manufacturer has decided to initiate a product field update.